Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician was performing a puncture of femoral artery during an evar procedure. Used a manta 14f device. When inserting the manta, bypass tube into the manta sheath, it did not go in, but bounced out. Manta device was replaced with another one from the same lot number, still severe resistance but the device was forced into sheath.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The lot number was not reported for this investigation. Based on the information submitted, following a evar procedure, a 14f ce manta was deployed for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath; the bypass tube would bounce back out. A second 14f ce manta from the same lot number was opened, the physician encountered severe resistance while introducing the bypass tube through the hemostatic valve of the manta sheath, however, the device was forced into the sheath. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.